Event description:
Customer reported repeatable false high access hstni (access high sensitivity troponin I, part number b52699, lot number 440545). Patient results on their dxi 800 analyzer (serial number (sn) (B)(6)). The patient underwent ptca (percutaneous transluminal coronary angioplasty) surgery on the left anterior descending branch on june 28th. The patient returned to hospital for a postoperative follow-up visit on august 13th and the hstni results were high at 5.6016 ng/ml and 5.5373 ng/ml. Therefore, the patient was admitted to the hospital and received antithrombotic therapy. On august 14th, a new sample was collected and the hstni result was 5.2533 ng/ml. The result did not decrease after antithrombotic therapy, so the clinic questioned the result and sent the new sample to the third-party instrument (mindray platform) for retesting, and the mindray result was <0.002ng/ml. No hardware error messages or issues with other assays were reported in connection with the event. System performance indicator such as calibration at the time of the event was passed with the expectation. No issues with sample integrity were reported by the customer. There was no evidence to suggest carryover as the customer did not report running a sample of high troponin concentration prior to the questioned result. A beckman coulter lss (laboratory solution specialist) was dispatched to customer site.

Manufacturer narrative:
A1: the full identifier for this report is (B)(4). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: a beckman coulter laboratory solution specialist (lss) was dispatched to the customer's site. The lss used access hstni calibrator s0 to conduct sample dilution experiment, the results were not linear, it is suspected that there is interference in the sample. An interference testing, using different blockers, was then carried out. The blockers used in the interference testing consist of polymak 33, hbr-1, goat, mouse, rabbit, sheep and bovine iggs which are animal derived antibodies. A pool of blockers related to alkaline phosphatase (ap mutein, scavenger alp) was also tested. Interference antibodies interaction are listed in the limitations section of the hstni instructions for use. This interference testing demonstrated the presence of interfering substances since the addition of blockers (polymak 33, hbr-1, rabbit igg and pool 3) significantly lowered the signal. Per the access hstni instructions for use (IFU), document part number c18722 g available on the beckman coulter website:"for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce human anti-animal antibodies, e.g. Hama, that interfere with immunoassays. Additionally, other antibodies such as human anti-goat antibodies may be present in-patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies. 6. Other potential interferences in the patient sample could be present and may cause erroneous results in immunoassays. Some examples that have been documented in literature include rheumatoid factor, endogenous alkaline phosphatase, fibrin, and proteins capable of binding to alkaline phosphatase. Carefully evaluate the results of patients suspected of having these types of interferences." The local team followed up the issue and communicated with the customer about the interference experiment result. In conclusion, the investigation demonstrated that heterophile interference and interference related to alkaline-phosphatase, is the cause of the falsely elevated hstni results. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.